Manufacturer narrative:
(B)(4). The device has arrived from the user facility in our (B)(4) for investigation. A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility ((B)(4)): over infusion: a child was prescribed 65 ml, 20 mg/ml (antibiotic) in 30 min. The drip was set without drug list. Nurse 1 prepared the drug and the pump and started the infusion. When the pump alarms the first time, the pediatric nurse presses ok and leaves the room to get the nurse. Nurse 1 is busy and nurse 2 goes to the child and removes the drip. When she enters, the pump alarms again and she presses ok. Since the bag is almost empty, she presses start because she thought that the whole bag should be infused.(estimated to apx 5ml) it was later revealed by nurse 1 that the whole bag containing 100ml was infused instead of 65ml. When the pump was turned off, all data was lost so they could not double check how much was infused. They controlled the pump twice after this incident and the same thing happened,the pump continued to give although vssi was achieved. It was then discovered that kvo function that should be closed was active. The pump has according to the nurse continued with the same rate as before. The result was that the patient received a too high dose of antibiotic. Since it was a non toxic antibiotic and a bigger child (6 years) it was assessed that the patient was without danger and got a reduced dose the next time in order to get the correct daily dose. The pump has been tested twice since the actual infusion.

Manufacturer narrative:
(B)(4). Result of examination: the history log files of the received sample were read out and analyzed. The history files revealed no abnormalities. Thereupon the infusomat space was subjected to a visual and functional examination. No external damages were found. The device was in a good condition. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check for three times and a measurement according to iec 60601-2-24 was performed. All measured values are within our specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.